Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high and low blood glucose and no delivery alarm. Customer's blood glucose was as high as 549 mg/dl and as low as 50 mg/dl. Troubleshooting for high and low blood glucose was performed. Customer's healthcare provider advised to discontinue use of the insulin pump and revert to a backup plan. Customer treated their blood glucose using a manual injection. Troubleshooting for no delivery was performed. Customer resolved the alarm with a complete set change. Customer threw away the infusion set and reservoir. Customer performed and passed the high pressure test and self-test. Customer will go through test conducted by their healthcare provider and will remain off the insulin pump at this time.